Event description:
Facility reported that during treatment there was no arterial pressure reading. Reportedly, the segment of the line to the arterial transducer is kinked. There was no pt ill effects. The sample is available for evaluation.